Manufacturer narrative:
(B)(4). Date of event: unknown, captured as awareness date. Batch #: unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. 1. Could you please provide device details (product code/lot#/batch#)? 2. Could you please clarify if there were any patient consequences? 3. Could you please clarify if was any change in the post-operative care of the patient as a result of the event? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, device fired incorrectly and was then unable to be opened. Eventually got the device opened and the staples were all mangled and did not fire correctly. A new linear device was used instead successfully. The procedure was extended greater than 30-minutes, but exact time was not reported.

Manufacturer narrative:
(B)(4). Date sent: 09/21/2022. Additional information received: per the surgeon, there was no additional problems following the device misfire.

Manufacturer narrative:
(B)(4). Date sent: 12/09/2022.additional information received:the surgeon is very experienced with the device and has been a long time contour user (10 years). The surgeon has had no problems with the device and then experienced the misfire. The patient was not receiving or received previously chemo or radiotherapy. There was only one firing (attempted). The tissue was not thick, it was completely over the bowel with no mesentery. Surgeon was using the device in an open emergency case with experience staff. He was dividing the colon then would move to the rectum which was quite low. He applied the device; pin was manually advanced (his standard way), and the staples buckled and were mangled. The device only cut about a third of the way, so basically it ¿misfired¿. Surgeon further explained that he was dealing with diverticular disease and the firing was on a normal piece and health bit of colon that was not thick or wide. He further explained that he was surprised when this happened as the device began to fire normally and then felt some push back and he could tell it just did not feel right. He said he probably finished with a tlc device in which he did not have to reload it; thinking back since this case was a few months ago. Surgeon shared that maybe he did not do his due diligence, but this was a laparotomy, and everything was visually right in front of him. He further states that he has never had this issue before and maybe he did not push the pin all the way in or maybe he did, and it popped out. He confirmed that he did not push on the cartridge, and this was the first firing of the device. He has loaded the device many times but, in this case, he reiterated that this was the first firing of the device. He also stated that there was no stress on the device. To end the surgeon stated that he suspected this is human error on his end and not the device end as he can accept the analysis finding.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2022. D4: batch # 766a28. Additional information was requested, and the following was received: could you please clarify if there were any patient consequences ¿ there was no patient consequences. Could you please clarify if was any change in the post-operative care of the patient as a result of the event ¿ n/a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer partially cut and with the knife recess below the reload deck. Also, the returned cartridge was noted to have one staple stuck in the washer and also, the anvil was noted to be damaged near of the washer area. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damaged pushrod, off-center indentation on the washer, and staples embedded in the washer indicate misalignment between anvil/washer and cartridge body. Based on the status of the pi device, this can occur if the reload is installed properly but the push rod is not advanced before clamping and lateral force is applied to the side of the reload (cartridge body or retaining pin) during clamping. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/14/2022. D4: batch # 766a28. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the gcs40g device was received with the pushrod bent and with a cartridge reload loaded on the device. The reload was a received void of staples, with the washer partially cut and with the knife recess below the reload deck. Also, the returned cartridge was noted to have one staple stuck in the washer and also, the anvil was noted to be damaged near of the washer area. The retaining pin was not connected to the coupler and pushrod. No functional test could be performed due to the condition of the device. The event reported was confirmed and it is related to improper use of the device. The damaged pushrod, off-center indentation on the washer, and staples embedded in the washer indicate misalignment between anvil/washer and cartridge body. Based on the status of the pi device, this can occur if the reload is installed properly but the push rod is not advanced before clamping and lateral force is applied to the side of the reload (cartridge body or retaining pin) during clamping. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.